Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that: the patient experienced unspecified injuries due to rhbmp2. On (B)(6) 2012, the patient presented with pre-op diagnoses of lumbar spondylosis without myelopathy, lumbar spinal stenosis. Post lumbar laminectomy syndrome. Lumbar radiculitis. The patient underwent the following procedures: lumbar posterolateral fusion, l2-3level. Lumbar laminectomy, partial facetectomy, foraminotomy, l2 level. Lumbar laminectomy, partial facetectomy, foraminotomy, l3 level. Posterior non-segmental instrumentation, l2-3 level. Exploration of fusion, l3-5 levels. Removal of posterior segmental instrumentation, l3-l5 levels. Use of bone morselized autograft via same incision. Use of bone morphogenic protein allograft. Findings: the patient¿s previously placed hardware from l3, l4 and l5 levels including pedicle screws and rods were removed. The pos trilateral arthrodesis of the l3-4 and l4-5 levels was explored, and was found to be intact and solid bilaterally. After satisfactorily placing the screws at both levels, precontoured rods were used to connect the pedicle screws and after final tightening using locking devices, a single cross link was applied as well. The posterolateral arthrodesis was then performed after decorticating the posterolateral elements at the l2 and l3 levels using high speed drill. The patient¿s previously harvested autograft was used as well as rhbmp2 or bone morphogenic protein on sponges and the arthrodesis was performed by placing morselized autograft as the first layer followed by rhbmp2 sponge followed another layer of morselized autograft. After completing the posterolateral arthrodesis and ensuring the construct had been secures , the final tightening was secured and the wound was closed. On (B)(6) 2012, the patient underwent CT of lumbar spine with contrast. Findings: comparison was made to the previous examination on (B)(6) 2011. Since the previous exam the patient had undergone a plif at the l2-3 level with placement of pedicle screws and fixation rods at the l2-3 level. There has been removal of surgical hardware from l4 and l5 levels. Interdisc fusion was noted at l3-4 and l4-5 as previously noted. A small amount of extradural contrast was noted at the l4 and l5 levels posteriorly. Interdisc spacer and fusion was noted at l2-3.